Manufacturer narrative:
Unit received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded motor home switch and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was crack on the battery compartment. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. The customer states that reservoir does not show sign of damage. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.